Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event information has been updated with this report in section b3 and also updated in summary narrative in section b5

Event description:
The user alleged the insulin pump was under delivering.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer was hospitalized for high blood glucose's/diabetic ketoacidosis. Under delivery anomaly. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on 13-dec-2021 in the formatted history file. 12/13/2021 02:10:12.000 normal bolus programmed normal bolusa mount programmed = 5.5 12/13/2021 04:33:32.000 normal bolus programmed normal bolusa mount programmed = 0.7 12/13/2021 08:23:06.000 normal bolus programmed normal bolusa mount programmed = 4.3 12/13/2021 08:24:43.000 normal bolus programmed normal bolusa mount programmed = 1.5 12/13/2021 13:20:33.000 normal bolus programmed normal bolusa mount programmed = 5.4 12/13/2021 13:50:54.000 normal bolus programmed normal bolusa mount programmed = 3 12/13/2021 16:04:38.000 normal bolus programmed normal bolusa mount programmed = 5.5. There was no auto suspend alarm or user suspend noted on 13-dec-2021 in the formatted history file. There was a low reservoir alert and multiple no delivery alarms on 13-dec-2021 in the formatted history ile. 12/13/2021 02:10:23.000 alarm alert notification fault number = low reservoir alert(105) 12/13/2021 02:10:32.000 alarm alert notification- during bolus fault number = no delivery (7) 12/13/2021 08:23:18.000 alarmalertnotification- during bolus faultnumber = no delivery (7) 12/13/2021 13:20:42.000 alarmalertnotification- during bolus faultnumber = no delivery (7) 12/13/2021 13:51:02.000 alarmalertnotification- during bolus faultnumber = no delivery (7) 12/13/2021 16:04:46.000 alarmalertnotification- during bolus faultnumber = no delivery (7) 12/13/2021 16:14:00.000 alarmalertnotification- during basal faultnumber = no delivery (7). The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's/diabetic ketoacidosis. No under delivery anomaly noted. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were admitted to hospital and visited emergency room on (B)(6) 2021 due to diabetic ketoacidosis and high blood glucose level. Customer blood glucose level was 397 mg/dl. Ketones test were positive. The customer was treated with intravenous insulin drip in the hospital. The customer was treated with insulin pen. The user alleged the insulin pump was over delivering because nurse saw in the insulin pump setting was not done by customer. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The high pressure test was passed. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis. Frn-mmt-unk-rsvr, unomed set